Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge dropped from 50% to 25% while connected to a power source. The battery then jumped up to 100% once disconnected from the power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.